Event description:
Information received indicated the right side rail will not latch in the up position.

Manufacturer narrative:
Hill-rom technician found a large amount of dried liquid material preventing the side rail from latching. He removed and cleaned the siderail to resolve the issue.